Event description:
The customer reported an employee with hydrogen peroxide contact. The employee experienced white skin discoloration and discomfort on the fingers on her right hand. This included the thumb through the middle finger. The employee also experienced white skin discoloration and discomfort on her left hand ring finger. The employee was directed to keep the contact sites under running water for 15 to 20 mins. The contact sites cleared without issue. It was found that the load was removed from a cancelled load and the employee was not wearing gloves.